Event description:
During a redo atrial fibrillation ablation procedure, a perforation occurred. Ablation was done until the first lsi or until it hit 4.5-5 for lsi and was not on ablation for more than 15 seconds at a time. Anesthesia personnel were treating hypotension and a non abbott ice catheter (acunav) revealed an effusion which was thought to have been slowly building up. Ablation did not continue and a pericardiocentesis was performed to stabilize the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.